Event description:
It was reported that during a pulmonary vein isolation (pvi) after mapping and ablation of the right superior pulmonary vein (rspv) there was suddenly the patient¿s blood pressure drop. An echo was performed and pericardial effusion was noticed. After pericardial drainage (900ml) the procedure was continued and was successfully finished. After a night of continuous monitoring, the patient had no further complications. Additional information was requested, but no response has been received.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
(B)(4).